Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (lot#: unknown) sigadaptstnd, sig power sigadaptstnd linear adapter, (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a side-to-side anastomosis using the 60mm reload with a powered stapler and standard adapter, the reload partial fired, advanced very slowly, stopped halfway, and part of the reload (a metal piece) popped out, which prevented completion of the stapling. No component fell into the cavity of the patient. The device was replaced with a new reload from a different lot. No patient symptoms, complications, adverse events, or impact were reported. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload was fully fired. The staple pushers were damaged. Cartridge damage was observed from the edge of the channel in the middle of the cartridge to the distal end of the cartridge. Functional testing found that the reload was loaded into a representative instrument. The interlock was overridden, the reload was cycled without hesitation or binding and was applied to test media. Test media was transected. The reload interlock was tested and found to function properly. It was reported that the component disengaged and the device partially fired. The reported issues could not be confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.